Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that "due to suspected unincorporated mesh and other severe symptoms" the patient underwent additional surgery to remove the ventrio patch and repair the defect. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for repair of a ventral hernia. A medium 4.3" x 5.5" oval bard/davol ventrio hernia patch mesh, with ref # 0010215 and lot # huyh350 was implanted in patient to repair the hernia defect. On (B)(6) 2016: "due to suspected unincorporated mesh and other severe symptoms, patient underwent an additional surgery to remove the ventrio hernia patch and repair the defect." As reported by the attorney, the ventrio hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective ventrio patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that "due to suspected unincorporated mesh and other severe symptoms" the patient underwent additional surgery to remove the ventrio patch and repair the defect. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of implant and explant. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 years 8 months post implant of ventrio mesh, patient was diagnosed with infection, wound dehiscence, abscess, seroma, granuloma, mesh migration thereby underwent removal of mesh. Per op notes,"dehiscence of the abdominal wall was found where the mesh was completely unintegrated into the overlying musculature tissue and this was resected".the instructions-for-use supplied with the device lists seroma and infection as possible complications. In regard to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. Unresolved infection may require removal of the device." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for repair of a ventral hernia. A medium 4.3" x 5.5" oval bard/davol ventrio hernia patch mesh, with ref # 0010215 and lot # huyh350 was implanted in patient to repair the hernia defect. On (B)(6) 2016: due to suspected unincorporated mesh and other severe symptoms, patient underwent an additional surgery to remove the ventrio hernia patch and repair the defect." As reported by the attorney, the ventrio hernia patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to the alleged defective ventrio patch. Addendum per additional information provided: on (B)(6) 2015 - patient was diagnosed with incarcerated large ventral abdominal wall hernia thereby underwent open repair with the implant of ventrio mesh. Per operative notes, ¿hernia sac was identified and dissected free from the overlying skin down to the fascial margins. Then, a ventrio mesh was placed and sutured.¿ on (B)(6) 2016 - patient was diagnosed with abdominal wall abscess thereby underwent open repair. Per operative notes, ¿exudative pus was identified and cleared. The mesh appears to be intact other than minimal amount of inflammatory response in the surrounding tissue.¿ on (B)(6) 2016 - patient was diagnosed with unincorporated ventral hernia mesh thereby underwent open repair with partial removal of unincorporated ventrio mesh. Per operative notes, ¿incorporating the scar, lot of necrotic granulations like tissue overlying a small segment of mesh was identified. Dehiscence of the abdominal wall was found where the mesh was completely unintegrated into the overlying musculature tissue and this was resected. Remaining portion of the mesh was completely incorporated and gore-tex portion of the mesh identified has no fluid collection or any other abnormalities.¿ on (B)(6) 2018 - patient was diagnosed with infection mesh abdominal wall initial and thereby underwent open repair with mesh explant. Per operative notes, ¿mesh was encountered at the base of the wound and appeared to be in the retro rectus space. Mesh was found to be not incorporated, infected and several pockets of purulence was identified within the wound in between areas of the mesh and wound cavity. Then debridement was carried out and the mesh was explanted.¿ attorney alleges that the patient had mesh migration, mesh shrinkage, infection, hernia recurrence, adhesion, abscess, seroma, pain and emotional injuries.